Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, he discovered the leakage current was exceeding .20 micro amps. It was fluctuating between .77 to 4.22. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. After some troubleshooting, the field service rep (fsr) discovered that the cooling solenoid valve used in this cooler heater was not supplied by the MFR and it was not properly grounded. The biomedical engineer stated he will replace the suspect valve with a MFR's specified valve. Investigation in process, but not yet completed.